Event description:
It was reported that during an angioplasty/stenting procedure, the tip of the pt2 guidewire fractured. The lesion was located in the calcified mid left anterior descending (lad) artery. The physician was attempting to rotate the wire and resistance was encountered. It was noted that the tip of the wire had fractured and approximately 1.5cm remained in the patient. No attempts were made to retrieve. The physician secured the tip of the guide wire to the wall of the vessel with a stent. Patient status listed as "fine."